Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with insulin pump and was hospitalized for low blood glucose on (B)(6) 2017 due to over delivery of insulin. The customer stated that she changed out the reservoir and the insulin pump emptied all the reservoir into her body and then she had to go to the hospital. Troubleshooting was not done on the insulin pump at the time of the call because the customer declined to perform the troubleshooting. Therefore, the root cause of the customer's blood glucose issue could not be determined. The customer also reported from the past event that she had high blood glucose levels of 20 mmol/l on (B)(6) 2017 which she corrected manually. The reservoir is not returning for analysis.